Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email customer hospitalization due to high blood glucose levels. Customer felt dehydrated and could not get their blood glucose levels down even though they changed the reservoir bottle. Customer advised they are not sure of how their blood glucose levels got high. Customer declined to speak to the 24 hour helpline.